Event description:
It was reported that there was an occlusion alarm. The device alarmed before it could be used on a patient. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was received for evaluation service history review identified there was no indication that the complaint was related to a service of the device within the review period. The review of the event history log (ehl) identified high alarms displayed of ¿downstream occlusion¿. The primary cause of the reported issue was a defective downstream occlusion (dso) sensor. The dso sensor will be replaced. The device must pass all functional tests after the repairs.